Event description:
"Pump was reported to have been set up and checked correctly for a slow infusion of oxytocin (rate not reported) to a pt in second stage of labour. About 30 seconds after commencing the infusion it was stopped by staff who realized that it was proceeding unregulated. Pt suffered a 'prolonged contraction' as consequence, resulting in fetal brachycardia, necessitating forceps delivery." No further report on the pt's outcome. No add'l info was given subsequently.